Manufacturer narrative:
Initial reporter job title is sterile processing supervisor. This event occurred during preparation for use before the procedure. Set up was completed with another device and there was no delay in the intended procedure which was completed. There is no information on the replacement device. The device was returned for an evaluation for the issue of e224 camera communication error message. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing and no abnormalities at the time of shipment. The instructions for use, included with the shipment of the device, includes the following statements regarding cable damages which can prevent this issue from happening: · do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. · never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. · never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
No additional information is available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the e224 camera communication error was observed for the device. This was attributed to the faulty cable unit. Incidental observations were hairline crack on focus ring and faded rear cover labels.

Event description:
As reported for this event, during reprocessing the e224 camera communication error message was observed for the device. There was no patient involvement and no harm or adverse impact reported to patient or anyone.